Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation was completed. Failure analysis confirmed the reported complaint. The instrument was tested on an in-house da vinci system and successfully passed the firing test. The instrument was however unable to articulate, thus replicating the reported issue. The instrument's housing was removed and the bearing was found to be broken, causing the inability of the instrument to articulate. The cause of the breakage was determined to be related to stress corrosion cracking. The broken bearing was also found to be corroded due to improper cleaning. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci gastrectomy procedure, the endowrist stapler 45 instrument did not articulate properly. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.